Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter was reading inaccurately high compared to another meter (accucheck) and compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) limited documentation as the patient refused to answer all additional questions and declined any medical surveillance (ms) follow-up call. The patient stated that the alleged inaccuracy began on the (B)(6) 2017 on an unspecified time. The patient detailed that she obtained an alleged blood glucose result of ¿220 mg/dl¿ on the subject meter, compared to about ¿60 mg/dl¿ obtained on the other device preformed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lfs¿ criteria for accuracy. The patient also reported obtaining a blood glucose result of ¿over 400 mg/dl¿ which she compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient was unable /unwilling to say how she manages her diabetes or if she made any change to her usual diabetes management routine in response to the alleged product issue. The patient reported that on unspecified time before the alleged product issue arose she developed symptoms of ¿weak, shaky, nervous and upset¿. In addition, she detailed that she ¿has low sugar every day since she is a brittle diabetic¿. The patient reported that she self-treated the symptoms however was unable/unwilling to confirm the treatment. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure, the correct testing steps were used and an approved sample site was used to obtain the results. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. However, when the cca walked the patient through a control solution test, the result fell within lfs¿ acceptable range. Replacement products were sent to the patient. This complaint is being reported because although the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event prior to the alleged product issue beginning. It cannot be ruled out that the meter did not cause or contribute to the alleged event.